Event description:
The facility reported a broken device for which "does not work properly: cannot load tubing". It is unknown when this condition occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
Evaluation summary: the reported condition of "a broken pump that does not work properly: cannot load tubing" was confirmed during production evaluation. Inspection of this device revealed the condition was a pump head module keypad that was not working. The condition was caused by a faulty pump head module keypad. To correct this condition, the pump head module keypad was replaced. The device was retested and returned to the customer within specification. This issue is currently being investigated under CAPA.